Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported there was high impedance >10,000 ohms on electrodes 0 ¿ 4. It was noted reprogramming was performed. It was stated at the one month follow-up visit the patient did not have any stimulation coverage on their left side. It was noted the patient had not fallen or slipped in the snow. It was noted the attempt to recapture the left side with the remaining electrodes on that lead were unsuccessful. It was stated the patient achieved some bilateral coverage, which was satisfactory to the patient, due to increased pulse width. It was noted the patient received adequate therapy at the time of report. It was stated the patient status at the time of report was alive with no injury. It was stated the patient had less than 50% therapy relief in their left low back and leg. It was noted no further intervention was planned.